Event description:
Event description cpi received information that the elective replacement indicator (eri) of this implantable pulse generator (ipg) could not be cleared. The device was returned to cpi for analysis.